Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation was due to procedural conditions. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported image resolution poor was due to challenging anatomy. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
N/a.

Event description:
This is filed to report atrial perforation, tissue damage and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium and enlarged ventricle with unusual cardiac axis. Visualization was difficult due to anatomical challenges. The steerable guide catheter (sgc) was advanced to the mitral valve, and two clips were deployed. Then after the sgc was retracted back into the right atrium, a large tearing in the fossa ovalis was observed. Due to the patient also having tricuspid regurgitation, a biphasic shunt occurred between the left and right atrium. A closure device was not used due not having the proper sizing. The shunt was not treated and since the patient is not in a critical condition, additional treatment will be performed at a later date. The patient will remain hospitalized. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.